Event description:
The customer reported that the ventilator amplitude appears to be higher than expected. No harm to patients has been reported.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer did not return the defective device or the device logs for review. The incident was investigated through remote troubleshooting with the customer. Technical support advised the customer the check their connections, and following the troubleshooting steps, the device functioned as intended and the customer's reported issue was resolved.